Event description:
It was reported that cartridge alarm 20 occurred repeatedly and prevented successful loading of cartridge, even after caller followed proper loading steps. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode and return it using prepaid label, and would need to re-enter pump settings and reconnect continuous glucose monitor in replacement pump that technical support arranged to ship.